Manufacturer narrative:
At the time of this report, mentor has received no information regarding an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis and experienced deflation post procedure. At the time of this report, mentor has received no information regarding explant date; however, future bilateral replacement with gel implants is indicated.

Manufacturer narrative:
Additional information was received on 5/7/018. The final fill volume of the prostheses was 550ccs. Capsular contracture (baker's grade unknown) was noted on the contralateral prosthesis. Bilateral prosthesis replacement with 550cc mentor memorygel breast implants was performed on (B)(6) 2018. (See 1645337-2018-03313 for contralateral prosthesis report). The mentor failure analysis lab received the device for evaluation on 5/7/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Concomitant products: unknown mentor saline prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The account information was obtained on 6/12/2018 and placed in section e of this report. The investigation of the returned device was completed by the failure analysis lab on 6/12/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision with an unknown mentor saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, the product evaluation team observed a rent measuring approximately 0.1 cm within a crease on the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).